Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-05329. It was reported that the patient presented in clinic for routine check prior to generator change out procedure. Upon interrogation, noise resulting in oversensing was noted on the right atrial and right ventricular leads. The patient was pacemaker dependent and a new device was implanted. The patient was stable and will continue to be monitored.